Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h4, h6, h11 h6: device not returned & insufficient information available is n/a which was reported on initial report. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use in the form of surfaces scratches and scuffs along with wear and damage around the guide hole. The larger spike has fractured from the body of the device. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photo provided. Visual examination of the provided picture shows a fractured spike arm, no product was returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, e1, e2, e3, g3, g6, h2, and h11.

Manufacturer narrative:
(B)(4). G2 foreign source: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The hospital this occurred at was: (B)(6).

Event description:
It was reported that the spike arm fractured during impaction into the tibia as part of a knee procedure. No adverse events have been reported as a result of the malfunction.